Event description:
Customer reportedly received results of 305 mg/dl and 116 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. Level 1 control was run a few days ago and was in range. No adverse event reported. Requested return of suspect device and replacement was sent.